Event description:
It was reported that brady lead was not successfully implanted in the left bundle branch due to the helix became deformed and nonfunctional after three repositioning attempts. Hence, a new lead with same model was successfully replaced and implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was forwarded to detailed analysis for further investigation. The allegation was confirmed, based on a failing helix mechanism due to the helix being deformed (bent).

Event description:
It was reported that brady lead was not successfully implanted in the left bundle branch due to the helix became deformed and nonfunctional after three repositioning attempts. Hence, a new lead with same model was successfully replaced and implanted. No adverse patient effects were reported. This lead was returned.